Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. A device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient came to the surgeon's office complaining of squeaking left hip. The alumina line was revised to mdm liner and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient came to the surgeon's office complaining of squeaking left hip. The alumina line was revised to mdm liner and head.